Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. The intraocular lens (iol) is returned in a small plastic bag. Solution is dried on the iol. Both haptics are intact. The optic is torn or split-cut dividing the iol in two and scratched/marked-rejectable. Additional information: the reporter stated "incorrect diopter surgery was performed on the patient due to irregular cornea and dryness. Decision on iol exchange was made, patient's vision relief after exchange progression". The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, incorrect diopter surgery was performed on the patient due to irregular cornea and dryness; decision on iol exchange was made. Based on this information, the reported event was most likely related to patient condition and not a product issue. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported following cataract surgery with an intraocular lens (iol) implant procedure, the patient had vision and light blur. Also, vision was not 50 percent of corrected vision. All eye examinations were performed after surgery. Incorrect diopter surgery was performed on the patient due to irregular cornea and dryness. The iol was exchanged in a secondary procedure with unspecified iol. Patient's vision relief after exchange progression. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested.